Manufacturer narrative:
UDI related data quality updates only. Correction: for UDI data discrepancy/mismatch on previously submitted MDR and to ensure the device identification data is in alignment with gudid.

Event description:
Bayer medical care inc. Was informed that a 74-year-old female suffered an alleged air injection while connected to a medrad® stellant CT injection system (sn (B)(6)). The customer reported that a physician observed approximately 10 ml of free air on the displayed images. After an undisclosed period, the patient was sent for a follow-up CT scan. The current health status of the patient is unknown.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (serial number (B)(6) was performed (B)(6) 2024 which confirmed that the injector was operating within bayer specifications. The offer of additional applications training was accepted and provided by the bayer clinical performance team. Bayer product analysis tested the medrad® stellant sterile disposable syringe kit (sds-trf-cv), lot number 8636608, in use during the procedure and concluded that it performed to specification with no problems observed. The medrad® stellant CT injection system operation manual cautions the user as follows: warning: air embolization can cause death or serious injury to the patient. Do not connect a patient to the injector until all trapped air has been cleared from the syringe and fluid path. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® stellant CT injection system (serial number(B)(6) was performed (B)(6) 2024 which confirmed that the injector was operating within bayer specifications. The medrad® stellant sterile disposable syringe kit (sds-trf-cv), lot number 8636608, in use during the procedure is being returned for a full evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care inc. Was informed that a 74-year-old female suffered an alleged air injection while connected to a medrad® stellant CT injection system (sn (B)(6). The customer reported that a physician observed approximately 10 ml of free air on the displayed images. After an undisclosed period, the patient was sent for a follow-up CT scan. The current health status of the patient is unknown.